Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter damage near the 38cm depth marker was confirmed and the cause appears to be use related. The product returned for evaluation was a 4fr s/l groshong nxt clearvue PICC. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and two splits were observed between the 41cm-43cm depth markers. The catheter splits were typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned; fracture edges which were rounded and polished due to repeated material wear; overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing); the proximity of the splits in relation to each other, and two additional permanent kink impressions were also seen within the same region. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of rebn1920 showed two other similar product complaint(s) from this lot number. Two of the three complaints for this lot number (rebn1920 ) have been reported from the same facility.

Event description:
It was reported that when the outpatient maintenance was performed on (B)(6) 2018, the chief complaint was pain above the puncture site. The catheter was pulled out and found to have damage at 41.5cm. A new connector was connected after it had been trimmed. Another damage was later found at 38.5cm when flushing. The catheter was removed and re-placed. No patient injury was reported.